Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. While conducting ablation at the right ventricular outflow tract, decreased level of consciousness was confirmed. Pericardial effusion was confirmed by intracardiac echo. This occurred after conducting ablation at the right ventricular outflow tract 3 times. Drainage was performed under intracardiac echo. Immediately after the procedure, blood pressure returned to normal. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. No abnormalities were observed prior to use or during use of the product.

Manufacturer narrative:
Additional information was received on 24-oct-2022. The patient is a 74 year old female. The outcome of the adverse event was fully recovered. Generator was a smartablate generator. Transseptal puncture was not performed. Ablation was performed prior to noting the cardiac tamponade. Force visualization features used were dashboard; vector; and visitag. Additional filter used with the visitag was impedance drop. Color options used was a tag index. Therefore, processed the a2. Patient age at the time of event, a2. Age unit, a3. Gender, and d10. Concomitant medical products and therapy dates fields. The investigation was completed on 18-nov-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30814264l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).